Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she dropped her insulin pump and the screen doesn't work anymore. Customer stated that there is a dark line on the screen. Customer stated that her doctor advised her to call to have it exchanged. Customer does not know the date that it happened and thinks it was january or february. Customer stated that the top of the screen is cracked inside and there's a blue line on it. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.